Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. A pull test revealed no separation. Pressure and blockage tests revealed there were no leaks in the set however, a blockage in the female luer of the tubing was found. The reported condition was verified. The cause of the condition was due to a manual assembly issue during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the port (connector) of an one-link non-dehp 3 lead microbore catheter extension set was occluded. The event occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.